Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, g7, h2, h3, h4, h6, h10, h11. Corrected fields; d1, d4. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. No blood was observed inside of the console. The fse performed a preventive maintenance (pm) with a functional check, running test, and electrical safety test. The iabp was returned to the facility for clinical use.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported "check iab catheter alarm", but was unable to reproduce the reported, and there was no need to replace any parts. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) had a check iab catheter alarm. No patient harm, serious injury or adverse event was reported.